Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system, model #m-4800-01, s/n: (B)(4). Smartablate generator, model # m-4900-07, s/n: (B)(4). Smartablate pump, model # m-4900-08, s/n: (B)(4). Soundstar catheter, model #m-5723-16. Pentaray catheter, model #-1282-08-s. Sjm brk-1. Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a smarttouch unidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation, patient became hypotensive and tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded 220cc. Patient was reported to be in stable condition. There is no information regarding extended hospitalization. Patient fully recovered with no residual effects. There were no factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. Transseptal puncture was performed with a st. Jude medical brk-1 needle. There is no information regarding sheath used. Generator settings at the time of injury: power at 30 watts (not titrated), temperature at 55 degrees celsius. Overall ablation time at the site of injury is unknown. Ablation cycle times varied from 5-999 seconds. Irrigated catheter flow was set on 17ml/min when ablating at less than 30 watts and 30ml/min at more than 30 watts. Patient received anticoagulants during the procedure with activated clotting times maintained at 300 seconds. The smarttouch catheter was in close proximity to the pentaray catheter at times during the procedure. The smarttouch catheter was zeroed after the initial warm-up phase, post-connection to the carto 3 system. No error messages were reported on any biosense webster equipment during the procedure.